Manufacturer narrative:
E1:name medtronic minimed street 18000 devonshire street city northridge state ca zip code91325 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site:8021545

Event description:
Event occurred in egypt. It was reported that the patient faced event on (B)(6)2026, where product not adhering while having shower after first day of use.